Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a stored high rate non-sustained (hrns) episode and false atrial fibrillation (af) were detected due to over sensing and lead noise. It was noted that there was lead noise on both ventricular, and atrial electrograms. Lead trends have been stable since then. The right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.